Event description:
It was reported that in-warranty pump experienced button and charging issue that prevented normal use. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to let pump battery fully deplete before return, to enter pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump within 10 days using prepaid label, all of which customer understood and acknowledged.